Manufacturer narrative:
Hospitalization from 27jan2020 to 14feb2020 due to epistaxis will now be captured under MFR # 2916596-2020-05365. Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22sep2015. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to epistaxis. From (B)(6) 2019, patient underwent nasal tamponade and received peripheral blood stem cell (pbsc) and fresh frozen plasma (ffps). Inr was 1.49, aptt was 30. The patient was discharged on (B)(6) 2019 but hospitalized on (B)(6) 2020 due to epistaxis. Bleeding stopped in admission, inr was 2.36, aptt was 39, hb was 8.3%. The patient received pbscs and ffps. Hb increased to 12 g/dl and there was no further nosebleed. Shortly before discharge, the patient scratched their nose and massive bleeding occurred. Surgery was performed to electro coagulate the septum and tamponade, which was removed on (B)(6) 2020 and the patient was discharged on (B)(6) 2020.